Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: h6 (medical device problem code) added for initial report of image noise and green-tinted image displayed the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the videoscope had image noise, blackout, and green-tinted image was displayed. The issue occurred during a therapeutic colonoscopy procedure. The procedure was delayed less than thirty minutes while device was in the patient. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.